Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient presented with asystole. It was noted that the ipg had a pacing problem. It was further reported that the right atrial (ra) and right ventricular (rv) leads were explanted for unknown reasons. The ipg was reprogrammed, explanted and replaced. The ra and rv leads were replaced. The replacement system was implanted on the left side of chest. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.